Event description:
Following an endoscopy procedure, the scope was cultured. After culturing the scope, it needed to be reprocessed. While cleaning the scope, a piece of the tip of a dual ended, brush got stuck in the channel. Scope had to be sent back to the manufacturer olympus for repair.